Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the tip of the sheath was in a shape as if it was turned up. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was removed after the procedure was completed, the tip of the sheath was in a shape as if it was turned up. No action was taken, such as replacing supplies, etc., because the issue occurred after the procedure was completed and the procedure was completed without any problems. The procedure was completed without patient's consequence. Additional information was received on 08-sep-2023. Resistance resulted in damage to the sheath. Additional information was received on 20-sep-2023. The resistance was against vasculature. There was no alteration on the shaft surface. It was turned up and deformed into a flipped shape. There was no resistance with the sheath when they were trying to put the catheter/dilator into the sheath or when they were trying to withdraw it from the sheath. Resistance did not result in any damage to the dilator/catheter. The dilator/catheter/needle was able to move within the sheath. Resistance did not result in high force to move catheter or catheter slipping out of sheath. The boston scientific, nrg rf transseptal needle, nrg-e-hf-71-c was used.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 04-oct-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the tip of the sheath was in a shape as if it was turned up. The investigation was completed on (B)(6) 2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the tip of the sheath was observed bumped. The customer complaint was confirmed based on the picture received. The product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the soft tip was found bumped and peeled back. The damage on the tip could be related to potential skin incision size relative to sheath; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The tip was not observed separated; however, the condition observed could be related to the reported issue by the customer. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22)/ investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the picture provided. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported tip issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).